Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal failed to load. The seal remained inside the loader when the delivery device was pulled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. The delivery device was returned with the loading device. The tension spring assembly, seal and anchor tab were inside the loading device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Based on the evaluation, the complaint for "failure to load" was confirmed. Lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. This failure mode being investigated under the internal corrective action process. (B)(4).